Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. No physical damage was observed on the sensor patch, and no issue was observed with the returned adhesive. The sharp was not returned. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. No malfunction or product deficiency was identified.

Event description:
A caregiver reported on behalf of her daughter who experienced a skin reaction with the adc freestyle libre sensor. The customer experienced eczema at the sensor site and had contact with a healthcare provider who prescribed zyrtec cream and fucidin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of her daughter who experienced a skin reaction with the adc freestyle libre sensor. The customer experienced eczema at the sensor site and had contact with a healthcare provider who prescribed zyrtec cream and fucidin as treatment. There was no report of death or permanent injury associated with this event.